Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, when implanting the catheter for plasmapheresis, the guide wire presented a defect. It was stated that the guide wire was stretched and it did not leave the catheter. It was necessary for its withdrawal and for a new passage. The physician had to perform the catheter replacement and insert it again so that the patient could have hemodialysis session. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during procedure, when implanting the catheter for plasmapheresis, the guide wire was loose. The physician stated that in the removal of the guide wire, it was stretched and it did not leave the catheter. It was necessary to remove the guide wire together with the catheter entirely and a new puncture was done. The physician had to perform the catheter replacement using a new needle and guide wire from another kit so that the patient could have hemodialysis session. A post procedure x-ray was done to the patient.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one photograph. The physical sample involved in the reported incident was not returned for evaluation. One picture was provided by the customer. Visual evaluation of this photo was performed, the image shows one polybag. However, it is not possible to determine a defective condition with the evidence provided. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.